Event description:
It was later reported patient had a full revision in december. There were no reports of any issues with surgery. The suspect product has not been received into analysis to date. No further relevant information has been received to date

Event description:
It was reported that the device showed fluctuating impedance values. The patient is asymptomatic otherwise. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The nurse reported that the patient had generator replacement on (B)(6) 2021. The generator could not be interrogated before surgery due to battery depletion. When the new generator was placed, impedance was normal (3300 ohms) in the or. Later that afternoon the patient was interrogated and a low impedance warning was received (<600 ohms). Ap chest and neck images were reviewed. Images were screen shots of the x-ray images therefore quality for review was low. Based on the angle of the image complete pin insertion cannot be confirmed; however, it appears the pin is likely not inserted fully past the connector block based on how far the back end of the pin is from the connector block. The generator placement was determined to be in the upper left chest. Based on the images provided, the feed through wires were intact. The lead was visualized in the chest although image quality was poor. Tie downs and strain relief are not able to be assessed due to the quality of images provided. Note that any fractures or microfractures on the portions of the lead that were not visible or in poor quality cannot be ruled out. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The representative later reported that the patient was brought back into the or for a lead revision. Per the surgical nurse, the surgeon identified a kink in the lead, and smoothed it out in the or and did not perform a full revision. Impedance was reported to be normal after the surgery, but later showed low impedance again. Generator data was also reviewed.